Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received motor error alarms. The customer's blood glucose was 19.9 mmol/l at the time of call and the customer's blood glucose was 26 mmol/l at the time of incident. The customer stated that they did not receive a motor position encoder error alarm and the insulin pump was not exposed to high magnetic field. The customer stated that they were not able to rewind the insulin pump due to the motor error alarm. The customer stated that they experienced high blood glucose. The customer stated they tried to take correction via insulin pen and tried to do set change. The customer agreed to return the insulin pump for analysis.